Event description:
"Malfunction of endo stitch suturing device, reference number 173016. Lot j5e3790ey, UDI: (B)(4). During procedure, 0 silk es-9 endo-needle was dropped from suturing device due to malfunction while suturing tissue. Per dr. [Redacted], it would cause more patient trauma trying to remove the needle than to leave it behind. Event was documented in surgical counts and needle was documented as a retained packed item in flowsheets/avatar. Needle was seen and verified by surgeon on post-op xray. "